Event description:
It was reported via repair work order that the head left caster was damaged resulting internally causing caster to be difficult to move and control brake mode. No adverse consequence or clinically relevant delay in treatment was reported.